Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, documentation, manufacturing instructions, trends, quality control and visual inspection of the returned device was conducted during the investigation. One used kcfw-8.0-38-45-rb was returned for investigation with the hub separated from the sheath. During visual inspection of the returned complaint device, it was observed that part of the flare had buckled back around the sheath. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Withdraw the sheath and dilator as a unit. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. It is possible that the sheath may not have been positioned properly during proximal fitting attachment. Also, it is possible that during the procedure, the device had received force beyond it's intended design. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.

Event description:
It was reported that during a femoral access procedure on a (B)(6) male led patient, the flexor introducer sheath device broke between the desilet and the introducer. The patient reportedly had a tortuous/calcified anatomy. The procedure was completed using another device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during a femoral access procedure on a (B)(6) year old male led patient, the flexor introducer sheath device broke between the desilet and the introducer. The patient reportedly had a tortuous/calcified anatomy. The procedure was completed using another device. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence